Event description:
It was reported that the bd facs¿ sample prep assistant iii leaked biohazard waste liquid outside of the instrument. There was no report of adverse impact to the user or patient. The following information was provided by the initial reporter: "the loss of liquid from the waste connector is observed." Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Common device name: automated pipetting, diluting and specimen processing workstations for flow cytometric analysis. Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd facs¿ sample prep assistant iii leaked biohazard waste liquid outside of the instrument. There was no report of adverse impact to the user or patient. The following information was provided by the initial reporter: "the loss of liquid from the waste connector is observed." 1. Was the leak liquid or air? Liquid. 2. Was the leak contained within the instrument? Not contained. 3. Was there spray of liquid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? After waste line. 6. Was the waste mixed with decontamination/bleach? No. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is limited to part: 647205 spaiii and serial number: (B)(6). Problem statement: customer reported: loss of liquid from the waste connector. Manufacturing defect trend: there are 0 qns related to the reported issue. Date range (date of incident to 12 months back) from 16mar2021 to date 16mar2022 (rolling 12 months). Complaint trend: there are 10 complaints related to the reported complaint. Date range (date of incident to 12 months back) from 16mar2021 to date 16mar2022 (rolling 12 months). Investigation result / analysis: per fse report: the customer reported loss of liquid from the waste connector. Tested instrument with no issues. Instrument was returned to customer in fully working condition for regular use. Sample preparation was not affected. There was no delay in patient treatment due to any unexpected results. Service max review: review of related work order# (B)(4). Install date: (B)(6) 2017. Defective part number: there were no defective parts work order notes: subject / reported: loss of liquid from the waste connector, problem description: unknown fluid leak, cause: loose connector, work performed: tightened waste connector, solution: tightened waste connector. Returned sample evaluation: there were no defective parts. Manufacturing device history record (DHR) review: review of the DHR for serial number: (B)(6) and pn647205 was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis: risk management file part #100245ra, revision 03 was reviewed. Hazard(s) identified? Yes, no. Hazard ID: 3.1.29, hazard: environmental biohazard, severity: 5, probability: 1. Risk index: 5, implementation: bd facs sample prep user¿s guide, risk control:_afap, mitigation(s) sufficient yes, no. Root cause: based on the investigation result and the fse¿s report the root cause was a loose waste connector. Conclusion: based on the investigation results and the fse¿s report the complaint was confirmed for the fluid leak at the waste connector. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk is limited, s2, and there was no impact to the patient health or safety. H3 other text : see h10.